Event description:
The consumer states that the left wheel is not sitting on the ground when the chair is completely open. He check to make sure it is seated in the seat guides correctly. Consumer states no damage to the carton. Possible bent frame due to freight damage.